Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer treated the low blood glucose readings with glucose tablets. The customer stated that she does not use the insulin at room temperature. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with the hp test. The customer stated that the hp test passed. The customer was advised to speak with their health care provider regarding low blood glucose readings.